Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor electrode was short. The customer¿s blood glucose level was 16.4 mmol/l at the time of the incident. The product will be analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found cannula broken. Broken part found. Unable to confirm customer received sensor in said condition due to customer returned opened and used.